Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker will perform a clinical review of the reported event and determine if the device malfunction contributed to the patient outcome.

Event description:
The customer contacted stryker to report that their device was not providing audio prompts during use on a patient. In this state the device may not be able to deliver defibrillation therapy if needed. The patient associated with the reported event did not survive.

Event description:
The customer contacted stryker to report that their device was not providing audio prompts during use on a patient. In this state the device may not be able to deliver defibrillation therapy if needed. The patient associated with the reported event did not survive.

Manufacturer narrative:
Device evaluation: stryker evaluated the device and the reported issue was unable to be verified and unable to be duplicated. No fault was found with the device. The device passed functional and performance testing and was returned to the customer. The cause of the reported issue could not be determined. The customer reported the device did not cause or contribute to the patient outcome. Corrections: section b1 of the initial medwatch report indicates: adverse event and product problem. Section b1 of the initial medwatch report should indicate: product problem. Section b2 of the initial medwatch report indicates: death. Section b2 of the initial medwatch report should be blank. Section h1 of the initial medwatch report indicates: death. Section h1 of the initial medwatch report should indicate: malfunction. Section h6 health impact code grid of the initial medwatch report indicates: death. Section h6 health impact code grid of the initial medwatch report should indicate: no health consequences or impact.